Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump power up properly after battery installation. No blank display anomaly noted. The insulin pump has minor scratches on lcd window and cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. Customer stated the battery cap was corroded. Customer put in new battery and the display still blank. No further information provided.